Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a no disposable alarm. Per reporter, the alarm was silenced and settings reviewed (reservoir volume 93.1 ml, rate 31ml/24hour, volume 30.90 ml) per reporter, the pump was still beeping, and further troubleshooting was unsuccessful. The issue occurred during use at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
D4 - primary UDI number: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump was alarming no disposable alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.